Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the device is unknown.

Event description:
Peritoneal dialysis nurse reported that during peritoneal dialysis treatment with a liberty cycler, the cassette ¿exploded¿ during the second drain. Follow up with the peritoneal dialysis nurse indicates that the patient was at the clinic and was being trained on use with the cycler. It is unknown if the cycler alarmed when the leak was encountered. The patient reportedly developed abdominal pain and vomiting. The patient was prescribed prophylactic antibiotics. The patient was not culture. Patient¿s effluent was reportedly clear. The patient has resumed treatment with no further complications.